Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh x2 were implanted. It was reported that the patient experienced complete wall prolapse, urgency, low back pain, hip pain, abdominal pain, coccygeal pain, urine tract infections, ulcerated cystocele, dyspareunia, stress incontinence, frequency, nocturia, vaginal discomfort, groin pain, buttock pain, constipation, dysuria, urinary leakage and pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.